Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was fractured. It was also noted that the alert for high rv pacing impedance was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.